Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a pads/paddles ECG test failure during opcheck. There was no patient involvement.